Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: customer reported that to date seven patients have had issues with the biosyn suture and early wound separation. Two were reapproximated in my clinical office using a chromic suture. Others were told to apply steri-strips to aid with approximation. Some were simply told apply polysporin and allow the wound to heal by secondary intention. As far as I know everyone is doing okay. Sales rep is trying to get the specific information for each patient; to follow.